Event description:
It was reported that the pump declared an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 286 mg/dl. The customer, instructed by technical support, removed obstructions from the pump, cleaned the speaker holes, and reconnected the cartridge. Insulin delivery resumed successfully, and the pump returned to normal operation.